Event description:
Event description guidant received information that out of the box, this cardiac resynchronization therapy defibrillator (crt-d) displayed a voltage of 3.12v. After 2 manual capacitor reformations, the voltage did not increase. The gas guage is at half full. ,